Event description:
A 29 eea stapler was introduced into the operative field. The anvil of the eea stapler was placed into the end of the proximal colon. A 3-0 pds pursestring was then placed in order to suture the anvil in place. The anvil was then dropped into the peritoneal cavity. Eea sizers and then the 29 eea stapler was placed through the anus into the rectum. The post from the eea stapler was then ejected just posterior to the staple line. The post of the eea stapler was then attached to the anvil in the proximal bowel. The stapler was then closed and fired without difficulty. The stapler was then removed from the rectum. At that point, the sigmoid colon was occluded using a bowel grasper. Irrigation was then placed into the pelvis to submerge the anastomosis. Rigid sigmoidoscopy was performed, which showed a large air leak posteriorly. After suctioning all of the area out and attempting to suture it, a large area where the staples did not form posteriorly was identified. The surgeon decided to resect the area and placed another gia stapler just distal to the previous circular stapler line making sure that the posterior side was distal to it. He then fired the stapler, thus mobilizing the colon again with a fresh distal linear staple line. Of note, the posterior side of the circular anastomosis from the eea stapler did not have any form staples, but it did cut. At that point, a second eea stapler was then placed transanally. The anvil was then attached to the stapler without difficulty. The stapler closed and fired without difficulty. The patient tolerated the procedure without complications and was transferred to the recovery room in good condition.